Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2015. Model: 6940-52, lead; implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient presented to the hospital with dizziness/near syncopal episodes, and had triggered a lead warning. The patients right ventricular (rv) lead was exhibiting loss of capture, high impedance, high thresholds, undersensing, and stored rate histograms showed increased evidence of higher v rates, possibly associated with oversensing and/or resulting in inhibition. There is a suspected setscrew/header connection issue with the implantable cardioverter defibrillator (ICD) which was unable to be verified via x-ray. Reprogramming of the device and lead were completed. Both the device and lead remain in use. No patient complications have been reported as a result of this event